Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged for the pump to be replaced, and the customer planned to continue using the pump for insulin therapy in the interim.